Manufacturer narrative:
The insulin pump was monitored for three days and no blank display or missing segment/partial display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit failed battery test and alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during testing. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated that her blood glucose was over 600mg/dl. Customer treated with a bolus. Customer stated she received two failed battery alarms and insulin pump is malfunctioning. Customer stated she's a paramedic and was ready to rush to the hospital. After troubleshooting the insulin pump did not alarm failed battery test. Customer does not feel safe with insulin pump and is requesting to replace it. In addition, the customer received no delivery alarms, she declined troubleshooting. The insulin pump passed self-test.